Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.50 x 16mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent was dislodged. The procedure was completed with another of same device. There was no patient complications reported, and the patient was stable during the procedure.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.50 x 16mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent was dislodged. The procedure was completed with another of same device. There was no patient complications reported, and the patient was stable during the procedure. It was further reported that no stent dislodgement occurred. The vessel is calcified, making it difficult to deliver the stent and causing it to kink.